Event description:
Per biomed - it only indicates the battery is charging when it is plugged in. When unplugged it discharges as normal for 15-20 minutes and then just shuts off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shutdown unexpectedly was confirmed. After powering on the scanner it will shut off in a few minutes. The root cause of the failure was identified as an internal failure in the battery. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - it only indicates the battery is charging when it is plugged in. When unplugged it discharges as normal for 15-20 minutes and then just shuts off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shutdown unexpectedly was confirmed. After powering on the scanner it will shut off in a few minutes. The root cause of the failure was identified as an internal failure in the battery. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - it only indicates the battery is charging when it is plugged in. When unplugged it discharges as normal for 15-20 minutes and then just shuts off.